Event description:
The reporter stated that the surgeon implanted a icm120v4 (-15.5) implantable collamer lens in 2006, and had to explant the lens 35 days later, due to an excessive vault which was creating a narrowing of the angle, and a shallowing of the acd. The lens was exchanged with a shorter icm lens.